Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2022. The patient woke up around midnight on (B)(6) 2022 with the feeling of chest discomfort and the pump was not working. The patient stated that there was an electrical power outage and the controller was black with no green pump running light, no alarms, and no display. The event log captured low voltage hazards/no external power events on the mobile power unit on (B)(6) 2022 at 2319 where it appeared that the mobile power unit lost total power enabling the external backup battery in the controller. The backup battery powered the controller until (B)(6) 2022 at 0037 with continued no external power events until all the backup battery power was depleted and the pump stopped. The pump was restarted by connecting charged batteries which reset the system controller clock. Due to the date/time reset, it was unable to be determined how long the pump was off. It appeared that the controller was exchanged around 3 hours later, after the pump had been restarted.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. An exact time span of the log file cannot be determined due to the clock being reset to the default timestamp of 0:00:00 on 1jan2000. Prior to the clock being reset, the log file contained data spanning approximately 2 days (7mar2022 ¿ 8mar2022 per timestamp). On 7mar2022 at 23:19:01 low power hazard alarms were activated while connected to the mpu. These alarms turned into no external power alarms at 23:19:04 due to both black and white lead voltages diminishing to ~0.95 v. The backup battery supplied power to the system due to the sudden loss of ac power. The backup battery powered the system, with continued no external power alarms, until it was fully depleted at 0:37:00 on 8mar2022; the controller then loss total power and the pump stopped. The duration of the pump stop could not be conclusively determined due to the controller clock being reset once connected to charged batteries. The pump regained speed above the low speed limit approximately 5 seconds after connecting to batteries. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause for the no external power alarms was conclusively determined to be due to the reported power outage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory/ hazard, no external power, power cable disconnect, and clock not set alarm conditions. Heartmate 3 instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock to the appropriate date and time the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-01625 & 2916596-2022-01628.